Event description:
It was reported that a patient underwent a c-section procedure on 05-dec-2023 and suture was used. The needle tip was broken during interrupted suture on uterus. No needle fragments fell into the body due to needle breakage. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was obtained: * please provide the lot number. =>unk * what was done to retrieve the broken piece? For example, another incision, or second surgery? =>unk * was there any additional tissue damage as a result of searching for the needle piece? =>no * if the needle piece remains in the patient: what tissue structure the broken needle was located? Is there any plan in place to remove the needle piece in the future? =>not remain. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned